Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had no power and the unit shut down. Therapy continued for about another hour and then the patient was moved to a different balloon pump and transported to a different hospital . There was no patient harm reported.

Event description:
It was reported that during use on a patient, the customer called clinical support line following the cardiosave intra-aortic balloon pump (iabp) shutting off unexpectedly. At the time of the call, the staff had successfully restarted the iabp and continue therapy. The customer stated that she didn¿t think there was an alarm prior to the shutdown. Customer printed alarm log, and there was nothing around the time of the shutdown. The clinical support line representative had that customer confirm the iabp was plugged into a wall outlet and the grey icon on the screen confirmed a/c power. The iabp was in hybrid mode. The customer stated everything seemed to be normal now. Therapy continued for about another hour and then the patient was moved to a different iabp and transported to a different hospital.t here was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h10, h11 corrected fields: b3, b5 the date received by mfg mentioned in the initial emdr was incorrect. The correct date received by mfg is (B)(6) 2023. Additional contact information: (B)(6).